Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare facility via a manufacturer representative regarding a driver used for posterior spinal fusion (psf) (levels implanted: t1-l1). It was reported that the t-handle kept stripping the set screws on the crosslink. The device will not be returned as it is till in use and will be replaced. There was no patient involved. There were no further complications reported regarding the event.